Event description:
It was reported that the bd bbl¿ crystal¿ gram-positive ID system experienced discrepant label information. The following information was provided by the initial reporter: batch difference. They delivered this material with a certain batch, but when the client uncovered the box, the material inside had another batch that did not appear on the page.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 1309615 was provided. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 1309615. H.6. Investigation: this complaint is for discrepant batch numbers and expiration dates when using kit crystal gram-positive ID (245240) batch number 1309615. Photos were provided for investigation. The photos show the various kit products with the corresponding batch numbers and expiration dates. The products in the kit will and should have different batch numbers and expiration dates. The expiration date chosen for the certificate of analysis is the shortest or closest expiration date of all the products in the kit. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated for the complaint batch. A review of complaints revealed no additional complaints on this batch. Complaint trending identified no trends related to this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that the bd bbl¿ crystal¿ gram-positive ID system experienced discrepant label information. The following information was provided by the initial reporter: batch difference. They delivered this material with a certain batch, but when the client uncovered the box, the material inside had another batch that did not appear on the page.